Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The patient has elected to discontinue use of the device.

Manufacturer narrative:
(B)(4): implanted device remains.